Manufacturer narrative:
Additional information: h6.

Event description:
Related manufacturer reference number: 2017865-2021-40504. It was reported that the system exhibited infection. The system was explanted. The patient's status was unknown.